Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 345, which was not reproduced by evaluation. The system error 345 was confirmed through a review of the event history log. No component could be identified for causality.

Event description:
It was reported that a spectrum pump displayed system error 345 during therapy (medication, programmed amount and delivery rate unknown) in the medical surgical care area. It was also reported there was no patient injury.